Manufacturer narrative:
Concomitant medical products: product ID: 8780,serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a consumer (con) regarding a patient with an implantable infusion pump receiving hydromorphone, baclofen, clonidine, bupivacaine, droperidol, with unknown concentration and a dose of 249.00 mg/day, 14.99 mcg/day, 14.99 mcg/day, 14 mg/day and 3.999 mcg/day respectively for spinal pain. It was reported that patient stated they are not currently using the therapy. Patient stated they were scheduled to have a big back surgery from t10 to iliac, not related to the mdt device/therapy in (B)(6) 2021. Prior to the surgery the healthcare provider (hcp) did a second CT scan in (B)(6) 2020 with contrast looking a little bit higher because the patient was having pain there. The hcp said because of what he had seen on the imaging, he was not going to do the big surgery in (B)(6) 2021, until he found out what the image was by doing a surgery. Patient stated during the surgery, the hcp found the catheter had dropped/ slipped down and was bent over and touching a nerve. The hcp disconnected the catheter and anchored it to the stomach lining with the intention of reconnecting the catheter after the big surgery in (B)(6) 2021. Patient stated they was not sure if the pump was permanently shut off or just turned down to minimal. Patient stated the hcp did not reconnect the catheter because he didn't know how. Patient stated they then was in physical therapy after the big surgery and injured her left hip which was why the MRI was ordered to determine what was going on with the left hip. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. Patient mentioned MRI was not related to mdt device/therapy the MRI was on the hip.